Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective/faulty printed circuit board and dust inside the device could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had a video connection issue and a no image problem. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide the device evaluation. Based off the information received from the olympus service department, the customer's complaint was confirmed. The loss of image occurred due to a defective printed circuit board and dust inside the device. Additionally, the repair center found that the socket was defective. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.